Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 6/7/2016 with the following findings: investigation revealed an unresponsive pump with the returned battery cap. Upon battery insertion, there was no audible tone and the display was blank. The battery cap threads were damaged and the battery cap was unable to tighten. There was evidence of moisture contamination on the underside of the battery cap. The battery compartment was cracked in two places. There was evidence of moisture inside the battery compartment. A leak test was performed and showed a leak at the battery compartment crack. Upon removal of the pump case, there was evidence of additional moisture inside the pump on the positive terminal of the battery canister. Additionally, further investigation showed an eeprom failure resulting in a frozen screen. A test battery cap was used to perform the testing. The pump was able to power on with a test battery cap to a frozen screen displaying the small animas logo. Unrelated to these issues, the keypad rubber was peeling from the bottom of the keypad to the ok button. Investigators were unable to verify the functionality of the keypad due to the inability to run pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. Investigation revealed an unresponsive pump with the returned battery cap. Upon battery insertion, there was no audible tone and the display was blank. The battery cap threads were damaged and the battery cap was unable to tighten. There was evidence of moisture contamination on the underside of the battery cap. The battery compartment was cracked in two places. There was evidence of moisture inside the battery compartment. A leak test was performed and showed a leak at the battery compartment crack. Upon removal of the pump case, there was evidence of additional moisture inside the pump on the positive terminal of the battery canister. Additionally, further investigation showed an eeprom failure resulting in a frozen screen.